Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately two months post implant it was reported that the patient received inappropriate shocks as the right ventricular (rv) lead had dislodged into the atrium. At the rv lead revision procedure the helix could not be redeployed after many turns. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.